Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch (lss) due to a high out-of-range pace impedance measurement greater than 3,000 ohms. Following the lss, myopotential noise with oversensing was observed. There were no pauses in pacing, and the patient had 12% v pacing. It was noted that this did not appear to be attributed to the spring contact as the patient's device had an enhanced header/spring contact. This lead remains in service. No adverse patient effects were reported. Additional information received indicated that this right ventricular (rv) lead was explanted and replaced due to insulation damage; there was a visible break where the suture was placed in the original implant procedure. It was noted that the patient was extremely physically active, and the patient was not pacer dependent. After the lead revision, a device check showed the "minute ventilation (mv) suspended due to noise" from the explanted lead. Technical services (ts) advised the field representative to end the session and re-interrogate, which resolved the alert message in order to begin calibrating for mv. No additional adverse patient effects were reported. This rv lead will be returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch (lss) due to a high out-of-range pace impedance measurement greater than 3,000 ohms. Following the lss, myopotential noise with oversensing was observed. There were no pauses in pacing, and the patient had 12% v pacing. It was noted that this did not appear to be attributed to the spring contact as the patient's device had an enhanced header/spring contact. This lead remains in service. No adverse patient effects were reported.